Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples formed properly? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch)? Was the manual knife reverse switch attempted? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Is the device being returned for analysis?

Event description:
It was reported that during a pulmonary lobectomy, it was impossible to open the device closed on tissues. Problem solved by cutting to unlock the cartridge.

Manufacturer narrative:
(B)(4). Batch # r5854m. The analysis found that one sc60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r5854m. The analysis found that one sc60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.